Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the intraoperative navigation antenna moved a little and retightened. It was determined that there was no large image misalignment. The screw insertion was resumed. After insertion, manufacturer imaging was performed; several deviations were observed, so the final insertion was performed. It was reported that no inaccuracy was observed with the navigation system. Patient impact unknown. It was unknown if the event prolongated the patient's hospitalization and there was a surgical delay of less than one hour. No further information available.